Event description:
It was reported that the patient had a shocking or jolting sensation that started last week. It was reported that the patient felt shocking sensation ¿mainly on the left side, waist down area, when patient moved a certain way, especially when patient moves towards the left side when laying in bed.¿ it was reported that the patient had turned the stim off but still felt ¿vibration.¿ it was reported that the patient had denied any falls, denied changing any settings prior to feeling the shock. It was reported that the patient tried to adjust settings after patient started feeling ¿jolting sensation.¿ the patient was currently was in setting ¿p at 2.20 v in program 1 and 3.20 v in p2 and at 95.¿ it was also stated that the patient tried different programs ¿it goes a through p and it seemed c through h were not working at all when patient synced it.¿ it was reported that they all ¿hit the same areas.¿ it was reported that the right leg had been bothering the patient but it seemed to be reaching more ¿left area and my back.¿ it was reported that the patient had not seen the healthcare provider yet regarding the issue. It was reported that the healthcare provider¿s office had moved.

Event description:
It was further reported that the patient was still having concerns but was working with their health care professional and/or company representative. The patient had an upcoming appointment on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a system replacement was planned for (B)(6) 2014. It was reported that impedance testing and reprogramming was performed. It was reported that high impedance was measured on electrodes 0,2,3, and 5 of >10,000 ohms. It was stated that the issue was not resolved with reprogramming. It was reported that the patient had less than 50% therapy relief. It was stated that low back stimulation coverage was not possible with the four remaining electrodes. It was stated that the patient had good coverage of the left leg but not the low back. It was stated that previously the patient did have good coverage. The patient was reported to be alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3998, lot# v020904, implanted: (B)(6) 2007, product type: lead. (B)(4).